Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that an expired neuragen was implanted. Date implanted: (B)(6) 2018, expiration date: august 31, 2018.

Manufacturer narrative:
The complaint device was not returned for evaluation. The documentation review of the reported device did not reveal any anomalies that could cause the reported condition. The complaint is a customer error. Product was labeled with the correct expiration date. Although product was used within two (2) months after its expiration date, there are no guarantees of product performance beyond product¿s expiration date. The root cause for this event is related to a customer oversight of the expiration date at the time of product use.